Event description:
Initial result for a patient creatinine was 2.0 mg/dl. When repeated, the result was 1.0 mg/dl. The incorrect report was not reported. The field service representative found the rinse nozzle was overflowing and repaired the instrument by replacing the tubing to the vacuum tank.